Manufacturer narrative:
The customer reported to have replaced the graphical user interface (gui) printed circuit board (pcb). Following initial repair, the customer contacted the covidien customer service engineer to upgrade the software. Covidien ref: (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced a loss of all calibrations. There was no patient involvement reported at the time the event occurred.